Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the zebra printer not printing. A technical support specialist confirmed that overlapping ticket opened for this issue and solution applied in separate ticket. The system functioned as intended after the technical support service troubleshooted the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es zebra printer not printing. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.